Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the many of their 4000 foley bags have kinks in the tubing above the actual bag. The memory was so strong in the kink that trying to flatten the kink, even with instruments it did not work. This has caused concern about drainage. They have been opening several bags to find those that do not have a kink. Therefore, they have wasted many bags.